Manufacturer narrative:
The equipment that was used in this reported incident was not officially purchased within the appropriate channels of china. Since the machine is not officially registered equipment, no more clinical information can be obtained. None of the available information confirmed that a thermage system was used during this treatment. No treatment information can be obtained, or product returned for evaluation. Based on the available information and the fact that it cannot be confirmed that solta product was used for this treatment, no causal factors can be determined and no conclusions can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A distributer reported that a user facility experienced a skin burn to the patient's eyes during a thermage treatment. It is unknown if this was an flx or cpt thermage treatment. At that time, the clinic provided an ice compress for the consumer, but this did not alleviate the symptoms. The consumer inquired about the equipment, and the address of the display equipment was inconsistent with the actual operation of the clinic. Upon inquiry, the clinic was not a professional institution, nor was the operating doctor a professional either. It was reported that enough solta medical croygen and coupling fluid were used during this treatment.